Event description:
It was reported there was oversensing and unstable lead impedance. It was further reported that there was high impedance greater than 3000 ohms. The patient said the lead "malfunctioned". It was partially removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed.